Event description:
It was reported to technical services on 1/23/2012 that the threshold on this lead may have increased from the old device to new device at changeout. In this case the threshold went from 2.1v to 3 v. Asked if any other lead measurements had changed and had not. Think that this is more likely due to lead manipulation uncovering slight change in the lead than device issue. This changeout was done by dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).